Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the output of the ps1 would drop outside of specified range.

Manufacturer narrative:
The generator power control board assembly (pcba) was returned to the manufacturer and analysis was completed. Through functional testing, performance and visual/physical examination the reported issue was confirmed. During analysis the system immediately started beeping and the generator was not able to ready and the system remained in standalone mode. The cause of the issue was due to an electrical component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to test the imaging system. Analysis of the issue included troubleshooting. The x-ray tube and tank were checked. The candle sticks were cleaned and low oil level. The generator interface board was replaced and x-ray calibration was performed along with the new board configuration. A full system checkout was performed after part replacement and all tests passed. The system was returned to service. Power supply has been returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the system is turned on there's a red 'x' for x-ray. The site rebooted the system and afterward there was a continual beeping noise and a red 'x' for x-ray.